Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05-21-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with discomfort, redness, inflammation, and infection at the needle puncture site which occurred 4 days after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient consulted with a doctor and was diagnosed with a skin infection. He was prescribed topical mupirocin ointment and oral doxycycline for the skin infection. The patient stated the swelling and discomfort had subsided by the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.